Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms/high alert or pump error 63 alarms in the formatted history noted during testing. However, pump trace download analysis confirmed the pump alarmed low battery alert and replace battery alert/ replace battery now alarm. The power management tool confirmed low battery alert and replace battery alert/ replace battery now alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7 v for 240 consecutive minutes due to non-sleep anomaly software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly and replace battery alarm. The customer¿s blood glucose was 21 mmol/l at the time of incident. Customer reported that they did hear beeps when audio volume settings were saved and did hear the differences between the two audio beep volumes. Customer received a low battery alert prior to the replace battery alarm. Customer stated that the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged and the second occurrence of replace battery alarm in less than 8 hours after a low battery warning. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.